Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient presented with lvad pump failure which included alarms and power issues. After thoratec engineer examined pump, it appeared that the driveline was filled with body fluid. The controller was exchanged without improvement. He required lvad pump exchange.

Manufacturer narrative:
Approximate age of device: 4 years and 5 months.the explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of low speed/flow alarms and pump stoppage events was confirmed based on the evaluation of the returned lvad pump. The pump returned with the percutaneous lead (lead) cut approximately 4¿ from the pump housing and the severed portion of the lead did return. Continuity testing was performed on the distal-end portion of the lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed from the pump-end portion of lead and examination of the underlying wires revealed a disruption in the insulation of the black wires approximately 26.5¿ from the metal/controller connector. The conductors of this wire were exposed. Examination of the remaining wires in this area revealed marks consistent with abrasion. The disruptions of the black wire appeared to be the result of repetitive flexing of the lead in this area, which caused abrasion to the wires as a result of rubbing against the braided shielding. There was no evidence of mechanical damage to the wires such as crushing or pinching. The black wire represents one of the two wires that represent phase 2. The disruption in the insulation of the wire would have interrupted function as a result of the exposed conductors of the black wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards and pump stop events. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a no/low flow alarm that occurred 4 times in a 2 week period. The system controller was exchanged. Data log information was sent to the manufacturer for review due to recurring low speed events and one pump stop event after the system controller change out. The data log file confirmed two low speed events with one on (B)(6) 2015 and another on (B)(6) 2015. The following day a pump stoppage event was recorded in the early morning. All of these events happened while the patient was on the patient cable. X-ray images were sent to the manufacturer for review. There appeared to be some driveline shield stretching near the tapered end of the connector end bend relief as well as some stretching possibly near the exit site. The internal image appeared to indicate the driveline shielding had separated and retracted from the pump end. A percutaneous lead distal end repair was attempted; however, it could not be completed due to fluids found inside the silicone jacket. A pump exchange was performed the following day.